Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection. Also, the dentist has selected an implant design which was not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4) ¿ the dentist reported that nearly 1 month after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. The patient presented insufficient bone quality/quantity (bone type iii), 20 ncm of primary stability was achieved and immediate implant was performed.